Event description:
It was reported that an asymptomatic patient for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited noise oversensing causing pacing inhibition. No intervention was performed and the patient was in stable condition. The patient will continue to be monitored.